Event description:
The physician reached the lesion in the basilar artery (ba), but was unable to deploy the stent into the aneurysm. There were some friction and resistance encountered. Additional forward pressure was applied in an attempt to deploy the stent. It was reported that some energy built up in the system, which "pushed/"jumped" the entire system forward deploying the stent and rupturing the aneurysm." After the withdrawal, the physician noted under the fluoroscopy that "there were (2) markers in the left vertebral artery and (2) markers in the right vertebral artery." Coils had been placed in the aneurysm to stop the bleeding. The patient is reported to be in coma after the procedure.